Event description:
Needle broke off during a puncture of the iliac crest. The pt required surgery to remove the broken tip of the needle.

Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues related to the mfg process were identified. A raw material review was conducted and there were no similar incidents reported with the raw materials in question. The actual product (cannula but not the stylet) involved in the reported incident was received for eval and presented the failure mode: the cannula presented a sheer out. It is possible that the insertion angle of the device at the time the biopsy procedure was performed, in combination with the use of strokes different from those indicated in the directions for use (dfu) for removing the device from the biopsy site, could result in cannula breakage.